Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as fold flaw opening. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. ¿ dyspnea: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "medial areola chest pain," "shortness of breath," "pain," "burning," "tightness," and "rupture." Device has been explanted.

Event description:
Healthcare professional reported left side "medial areola chest pain and shortness of breath", "pain, burning, tightness", and rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.